Event description:
It was reported that the needle had a cracked connector which leaked blood. It was stated there was no patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were abundant throughout the sample. A partially circumferential split was observed at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were abundant throughout the sample. A partially circumferential split was observed at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle had a cracked connector which leaked blood. It was stated there was no patient harm reported.